Event description:
Caller reported alarm 2 followed by alarm 26, with an occlusion event occurring earlier in the day. Despite the occlusion, there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge and resumed insulin use, leading to the case being closed by cts without further assistance needed.